Event description:
Received info regarding a cartridge alarm 25 during the load process. Customer's blood glucose level was impacted (250 mg/dl).

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental report will be submitted.